Manufacturer narrative:
Product analysis: as found condition: the rist 079 catheter was returned for analysis within a shipping box, a plastic pouch, and an opened inner pouch (23726-01). Damage location details: no damages were found with the rist 079 catheter hub. The rist 079 catheter body was found damaged (broken) at ~3.8cm from the proximal end of the catheter hub. In addition, the rist 079 catheter body was found damaged (kinked) at ~73.5cm from the catheter distal tip. No damages were found with the rist 079 catheter distal tip. Testing/analysis: none. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the condition of the sealing tape and seals, and the crimping condition of the ends of the bags were the same as usual.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the inner bag of the guiding catheter was opened and returned. No patient symptoms or further complications were reported as a result of this event. The event occurred before insertion into the patient's body. The facility's opinion was defective product. Additional information was received reporting that the white portion was exposed (between the strain relief and the shaft) and was detached. When they tried to pull on a demo version of the product, it was only torn off with a tremendous amount of force, and since no attempt was made to forcibly remove it, it is believed that it was in that state from the beginning.